Event description:
Stylet is sticking in the catheter. Evaluation of sample shows a wire broken. Piece of wire is broken inside the external leg of catheter. Residual blood material on device sample indicates it was in contact with a pt. All of wire is accounted for, so no sign of missing piece that would indicate a migration.

Manufacturer narrative:
The complaint that the stylet was difficult to remove from the catheter and broke was confirmed but the cause is unknown. The products returned for evaluation were a tls stylet and a 5fr d/l groshong catheter. The tls stylet had been removed from the catheter. However, the stylet had broken and the distal tip of the stylet was still found within the extension leg of the white luer adapter. The returned proximal stylet segment was 26.9" long. The polyimide tubing had broken 26.3" from the proximal end of the device exposing the core wire wrapped in the shrink tubing underneath. The shrink tubing had broken 26.8" from the proximal end, exposing the bare core wire underneath. The distal end of the core wire contained the manufactured flared tip, indicating that the core wire had not broken. The distal segment of the stylet was retracted out of the catheter for evaluation. The polyimide tubing had been flattened and elongated, making the distal segment 13.1" long. The distal segment of the stylet contained 22 magnets with empty polyimide tubing between. Multiple intramagnetic breaks were noted. Microscopic examination revealed that the veneer on the distal segment was glossy and translucent while the veneer on the proximal segment varied between translucent and cloudy. Multiple kinks were seen in the returned stylet segments. Difficulty was felt while feeding the proximal stylet segment into a non-complainant catheter; the stylet became stuck when 11.2" of the stylet was extended from the catheter's luer adapter. When an attempt was made to advance the stylet against the resistance, the kinks in the stylet became more severe. The catheter, with the partially inlaid hydrated stylet, was placed in a tortuous path and an attempt was made to remove the stylet. Moderate resistance was felt while retracing the stylet. However, it could not be determined if the resistance felt was due to the kinks in the stylet or if other factors contributed to the resistance. A lot history review (lhr) of revk1176 showed two other similar product complaint(s) from this lot number.